Event description:
The physician used a six shooter saeed multi band ligator during an esophageal varices banding procedure. After the second band deployed, it was noted the trigger cord was caught between the deployed band and the varix. The physician was unable to reposition the trigger cord and used endoscopic scissors to cut the cord. The device was removed from the patient and the procedure was complete at this point. An injury to the patient was not reported.